Event description:
The patient reported that they have been in the hospital and are now in rehab. It was stated that "it" stopped working well about 3 months prior to date notified. The healthcare provider (hcp) checked the implant and said it looked fine, with them saying to the patient that they have the kind that never needs to be replaced. The patient was also sick again and having more difficulty, and that the implantable neurostimulator recharger (insr) does not seem to take as long to get the ins to full charge. The event dates of the adverse events were not inquired as the patient was confused. Follow up with the hcp is to be conducted to resolve symptoms. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.